Event description:
The user was implanted on (B)(6) 2025, but during the intra-op session electrode channel 5 was showing high impedance. The original implant was scrapped and the back-up implant was used.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. The device works within specification. According to the information received from the field the device was not implanted, because during implantation in-situ measurements showed one channel with hi status, likely due to air over the electrode contact. A back-up device was implanted. This is a final report.

Event description:
During the intraop session electrode channel 5 was hi thus the back-up implant was used.